Event description:
Multiple issues: 1 - after inserting butterfly needle in vein, the product tubing becomes kinked at the outside hub connection. This prevents blood withdrawal. 2 - needle 'bends' when in the vein and blocks blood flow and raises concerns regarding needle breakage. 3 - failures noted in 1 & 2 result in additional sticks. 4 - if the needle does not puncture the stopper exactly in the center,the stopper cap from the tube gets stuck causing it to come out of tube & potentially exposing employee to blood borne pathogen exposure. Follow-up reveals: the stopper cap device is not part of the failure.